Event description:
Bd insyte autoguard 24g 3/4" peripheral IV catheter - sides of catheter have barbed like protrusions of additional catheter material (plastic?) On the sides, about half way down the catheter.